Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme and debilitating menstrual pain"), noninfective oophoritis ("chronic inflammation of the ovaries"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to have a surgical removal of the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, noninfective oophoritis, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, noninfective oophoritis and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, chronic inflammation of the ovaries, and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and device dislocation ("malposition of essure device location of device: too far into the fallopian tube") in a 26-year-old female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included streptococcal sore throat, irritable bowel syndrome and depression. Previously administered products included for prevent pregnancy: birth control pill from 2005 to (B)(6) 2007 and birth control pill from 2001 to 2003. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced dysmenorrhoea ("extreme and debilitating menstrual pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced noninfective oophoritis ("chronic inflammation of the ovaries"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdomen pain") and ovulation pain ("pain during ovulation"). The patient was treated with surgery (required to have a surgical removal of the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, non-infective oophoritis, anxiety, depression and abdominal pain lower outcome was unknown, the dyspareunia had resolved and the ovulation pain was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, noninfective oophoritis, ovulation pain and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, chronic inflammation of the ovaries, and pelvic pain. Patient used low dose birth control from (B)(6) 2008 to (B)(6) 2009 to prevent pregnancy and discontinue after essure occlusion confirmed. 3 coils visualized protruding from the left ostia, 1 coil visualized from the right. Lot number for this device is 626347, reference number is (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: full occlusion and proper placement. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and device dislocation ("malposition of essure device location of device: too far into the fallopian tube") in a 26-year-old female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included streptococcal sore throat, irritable bowel syndrome and depression. Previously administered products included for prevent pregnancy: birth control pill from 2005 to may 2007 and birth control pill from 2001 to 2003. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced dysmenorrhoea ("extreme and debilitating menstrual pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced noninfective oophoritis ("chronic inflammation of the ovaries"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdomen pain") and ovulation pain ("pain during ovulation"). The patient was treated with surgery (required to have a surgical removal of the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, noninfective oophoritis, anxiety, depression and abdominal pain lower outcome was unknown, the dyspareunia had resolved and the ovulation pain was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, noninfective oophoritis, ovulation pain and pelvic pain to be related to essure. The reporter commented: patient sought treatmcnt on multiple occasions for symptoms of extreme, debilitating menstrual pain, chronic inflammation of the ovaries, and pelvic pain. Patient used low dose birth control from (B)(6) 2008 to (B)(6) 2009 to prevent pregnancy and discontinue after essure occlusion confirmed. 3 coils visualized protruding from the left ostia, 1 coil visualized from the right. Lot number for this device is 626347, reference number is ess305. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: full occlusion and proper placement. Total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 22-jan-2019: pfs and mr were received: lot number was added. Events: device dislocation, dyspareunia, ovulation pain, abdominal pain lower were added. Event onset date and outcome were updated. Historical drugs were added. Lab data date was added. Reporter causality comments were added. Reporter was added. Plaintiffs middle name and address was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.